Event description:
Customer called to report pump's driver arms were loose. It was stated that he noticed a metal washer, which secured the bar and the driver arms to the driver block, was missing. Customer's bgs have been stable, but it seemed the delivery was inconsistent. Also customer's spouse called back and stated that the pin fell out of the driver block.